Manufacturer narrative:
Correction information: g6: follow up #1. H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: based on the content of the report, it was determined that the blurry image occurred because the lens was used without wiping off the dried marks and dirt on the surface of the lens. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 24-dec-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 24-dec-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported blurry lens occurred during procedure. As a result, they sent it in for repair. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.